Event description:
It was reported by service report that the nurse call cable would not plug into the nurse call system because it was smashed and the pins were bent. The motion interrupt pan also had damaged mounting holes. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.